Event description:
It was reported the pump history showed incorrect times on the bolus doses. The patient suffered no injury due to the reported pump. Troubleshooting revealed the pump date/time setting was correct after a battery replacement. The issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump black box showed two manual time changes on (B)(4) 2012 from 04:39 am to 1:39 am and from 9:54 am to 9:53 am. Instances of the pump returning to default time and date were observed associated with the battery being out of the pump for greater than 24 hours which is not indicative of a malfunction. A normal 10 unit bolus and a 10 unit audio bolus were performed and were accurately recorded in the pump history. The pump was left without power for 12 hours and the pump maintained the time and date appropriately.